Event description:
A pump malfunction occurred, causing the customer's blood glucose (bg) level to exceed 500 mg/dl and pump shutdown, reaching 30 mmol/l with trace ketone levels. Customer performed a correction injection using multiple daily injections (mdi) to address bg level. Customer reverted to manual injections for insulin therapy.